Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call on not being able to upload sensor information and also received sensor error alarm. Customer's blood glucose was 180 mg/dl. Customer removed sensor and cannula broke into the skin. Customer removed cannula with pliers. Sensor would be replaced.